Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette leaked. No patient harm reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Customer provided additional information indicating that the cassettes leaked in multiple cases in a span of a week during set up for the procedures.

Manufacturer narrative:
The lot complaint history was reviewed. This is the second complaint for the finished goods lot; however, it is the first complaint for this issue for this lot. The device history record shows the product was released per specifications. No sample was received for this complaint report. Therefore, no visual inspection or functional testing could be conducted. However, if a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).